Event description:
The reported stated that during a tonsillectomy procedure, there was an estimated 2nd degree burn about 3mm on the lip while using an insulated disposable pencil. To treat the burn, the surgeon applied 3 sutures around the burn.

Manufacturer narrative:
To date the incident sample has not been rec'd for eval. The sample has been requested. If the sample is rec'd or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.